Event description:
On (B)(6) 2024, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2026, the patient experienced abdominal pain and was transported by ambulance to the hospital. Following radiological examinations, an intestinal obstruction was found. Surgery was performed to resolve the obstruction. On (B)(6) 2026, the peg/j tubing was removed and discarded.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal obstruction is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.